Event description:
A customer reported experiencing a cartridge alarm 30 during the load process of their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was informed by technical support that a replacement pump with updated software would be sent. Instructions for putting the faulty pump into storage mode and returning it, as well as accessing training for the new pump, were provided. The customer acknowledged and understood all guidance given.